Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted (due to normal battery depletion) and pump shut down while sleeping. Customer reported to have received alarms prior to shut down; however, the type of alarms were not identified. Customer declined to provide further information and declined tandem technical support's offer to troubleshoot. Customer's blood glucose (bg) was elevated (value not provided) and manual insulin injections were administered to address bg.